Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause could be due to " operator error -incorrect packaging". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the user would not likely cause this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received a purewick with no explanation on how to use the machine, and didn't have pricing information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received a purewick with no explanation on how to use the machine.